Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the post-operative complication experienced by the patient. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. There is no allegation at this time that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs reveal that the surgeon only performed a da vinci-assisted gastric bypass procedure on (B)(6) 2016, which is 10 days from (B)(6) 2016. No da vinci stapler instruments were used during the da vinci-assisted gastric bypass procedure. The surgeon performed two da vinci-assisted sleeve gastrectomy procedures on (B)(6) 2016 and three on (B)(6) 2016. Therefore, the actual date and time of the surgical procedure involved with this complaint is unknown. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted surgical procedure, the patient experienced a post-operative leak and was admitted to the ICU. However, the root cause of the post-operative complication is unknown.

Event description:
It was reported that after completion of a da vinci-assisted sleeve gastrectomy procedure, the patient experienced a post-operative leak and was admitted to the ICU. On 11/28/2016, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) to obtain additional information regarding the reported event. According to the csr, she was not present during the unrecorded surgical procedure. She was informed of the post-operative complication by the surgeon on (B)(6) 2016. She indicated that the surgical procedure was performed approximately 10 days earlier from (B)(6) 2016. There was no allegation from the surgeon that a malfunction of a da vinci system, instrument, or accessory occurred. The csr did not have any additional information to provide regarding the reported event.